Manufacturer narrative:
No device malfunction was reported.

Event description:
An 87-year-old female with cholangiocarcinoma metastatic to the liver, enrolled in the boombox study, had a histotripsy treatment on (B)(6) 2025. The patient had a metal stent and was discharged on antibiotics. On may 5, 2025, the patient's son called the site and reported that the patient had experienced nausea, vomiting, slight confusion and unable to ambulate and had been admitted on (B)(6) 2025. Per the investigator's clinic note, the patient received IV fluid resuscitation and IV zosyn (piperacillin/tazobactam) and was discharged on (B)(6) 2025 with IV ertapenem with an end date of may (B)(6) 2025. The investigator reassured the patient's son to discontinue antibiotics on (B)(6) 2025. Per the last clinic note, the patient was improving. Patient reportedly had a metal stent, this could have lead to cholangitis and hypotension. The investigator noted that the adverse event was probably related to histotripsy treatment. No device malfunctions or other noteworthy event occurred during the procedure.